Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this device and non boston scientific left ventricular (lv) epicardial leads exhibited jumpy pace impedance measurements remaining within normal range. Technical services (ts) discussed troubleshooting and recommended testing in the clinic. It was noted that this patient appeared to be starting to have onset of heart failure. Ts could not be certain if it was related to the lv leads or a separate clinic issue. It was noted this patient had stopped drinking alcohol recently. This patient was not experiencing symptoms. This device remains in service. No adverse patient effects were reported.